Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to the customer's blood glucose level. Reportedly, a supply change was performed to address the occlusion alarm. Multiple attempts were made to follow up with the customer on the reported issue; however no response from the customer was received.